Event description:
On 5/29/97 the ipp device was implanted. On 5/8/96 the pump was revised. On 9/18/97 the ipp device was removed from the pt and a ambicor device implanted due to pain in scrotum - pump on verge of eroding.